Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). Please see medwatch report 2032227-2014-21449.

Event description:
It was reported that the insulin pump had been alarming motor error, intermittently, for the past month. The customer's blood glucose was 338 mg/dl. The alarm occurred during bolus delivery. The customer stated that they work under a power line. The customer does not use the sensor feature. They were able to rewind the device. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Insulin pump received with operating currents in specification. Insulin pump was unable to prime during prime test due to protruded and loose drive support disk. No motor error alarm. Motor passed motor test. Insulin pump had minor scratches on lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip and missing end cap sticker.